Manufacturer narrative:
The patient's precious lvad fault alarm was captured under manufacturer report number 2916596-2020-03715. Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed one pump stop consistent with an electrostatic discharge (esd) event and subsequent lvad internal fault events. A specific cause for the lvad internal fault events could not be conclusively be determined through this evaluation. The controller event log file contained data from through (B)(6) 2022 10:49:34. One pump stop was captured on (B)(6) 2022 at 19:48:15 lasting 5 seconds. During the event, the pump speed reduced to 0 rpm and the low speed, low current, low flow, com a, com b, and pump stop faults were activated. These pump stops resulted in 2 brief low speed advisory and lvad off alarms from 19:48:20-22. The alarms caused a change in the set speed from, 5500 rpms to 5000 rpms, and the pump appeared to ramp up to 5000 rpms without issue following the event. Immediately after the event, lvad internal faults were captured for the remainder of the file. Technical services advised that the lvad will need to be reset (brief disconnect) from the controller when it¿s best for the patient in order to resolve this alarm. Based on previous complaint history, this pump stop appears consistent with an esd event. The pump operated as intended at the set speed for the remainder of the log file following the esd event. The controller periodic log file captured 4 lvad internal faults on (B)(6) 2022. The account indicated that the patient was an outpatient, and no product will be returned for investigation. The patient remains ongoing on vad support. No product available for investigation. Heartmate 3 instructions for use, rev. C, outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. The hm3 IFU, "patient care and management" (under "postoperative patient care"), warns that static electricity can cause the lvad to stop and explains how it can be avoided. (Under "electrostatic discharge") explains that strong static discharges should be avoided. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. "Alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. The hm3 patient handbook, (under "general warnings"), warns the user: do not touch television (tv) or computer screens while you have the pump. Tv and computer screens have strong static electricity. A strong electrical shock can damage electrical parts of the system and cause the pump to stop. Avoid activities and conditions that may induce strong static discharges (for example, touching a television or computer monitor screen) as electrostatic discharges may damage and/or interfere with the electrical parts of the system, and may cause the lvad to perform improperly or stop. "Living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Additionally, the testing & classification tables of this document include electrostatic discharge. Heartmate 3 lvas patient handbook, rev. D, outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 14-mar-2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic and revealed a ventricular assist device (vad) fault alarm upon interrogation. The patient's patient pump speed was noted to be at 5000 rotations per minute (rpm) when their set speed should be 5500 rpm. They reported only noticing low flow and low voltage alarms in the past few days. The yellow wrench was not illuminated on pump and no fault alarms were found on review of the log files. The patient reported no symptoms with lower pump speed. Tech services believed the reason for the vad fault alarm was caused by electrostatic discharge (esd). A review of the log files revealed a pump stop alarm on (B)(6) 2022. The pump was designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 7 seconds during the event. This same patient had an lvad fault alarm last year. The cause of the communication error was not conclusively determined.